Manufacturer narrative:
(B)(4). Date sent: 11/7/2023; d4: batch #258c62. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 258c62, and no non-conformances were identified.

Event description:
It was reported that during an open total gastrectomy, the back wall side of the anastomosis site was not stapled. The donut on the same side was not created too. It is unknown about the form of the staple. Additional cut and re-anastomosis were performed on the esophagus side. The washer was broken properly. There was no resistance when removing the device. The device was used on esophagus-jejunum anastomosis. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: there was no change in the esophagus-jejunum anastomosis method due to the issue. The adjusting knob was tightened until the limit of the gap setting scale. The surgeon's comment: the purse suturing of the esophagus side was not completed well. There is no anxiety factor to the patient condition. 1. Could you please clarify if there were any patient consequences? =>the patinet is stable. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? => no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.